Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pain stimulation system was removed a few months after it was implanted on (B)(6) 2003 because they could not stand it.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot# j0333931v, implanted: (B)(6) 2003, product type: lead; product ID: 3887-45, lot# j0333931v, implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 3887-45, serial/lot #: (B)(4), ubd: 18-jul-2007, UDI#: (B)(4); product ID: 3887-45, serial/lot #: (B)(4), ubd: 18-jul-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.